Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the caller through the process, which resolved the error and allowed the customer to successfully start their sensor session.